Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a gastroscopy procedure on (B)(6) 2012. According to the complainant, after the injection gold probe was advanced through the scope and into the patient's stomach (bulbus), the device failed to conduct electrical current. All connections and the generator were checked, and appeared to be fine; however, the cautery issue remained. The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe along with the original generator/equipment. No device damage was visible. Reportedly, the injection gold probe was not tested prior to use. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a gastroscopy procedure on (B)(6), 2012. According to the complainant, after the injection gold probe was advanced through the scope and into the patient's stomach (bulbus), the device failed to conduct electrical current. All connections and the generator were checked, and appeared to be fine; however, the cautery issue remained. The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe along with the original generator/equipment. No device damage was visible. Reportedly, the injection gold probe was not tested prior to use. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. X-ray analysis revealed that a wire was detached from the ceramic tip. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed the cautery issue to a detached wire at the ceramic tip. Therefore, the most probable root cause is manufacturing. An investigation was previously performed to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.